Event description:
Per user facility medwatch form, (B)(4), during an unknown procedure, when attempting to remove pancreatic lesion with harmonic scalpel the instrument malfunctioned. It was noted that the tip of the scalpel had broken off and as a result the physician elected to convert from laparoscopic to an open surgical approach to enable visualization of any possible retained fragments. There was no patient consequence. Unknown if the device is available for return. Additional information: the convert to open was done due to cancer. Originally the plan was to mobilize and then convert to open. The convert to open was not solely because of the broken piece, although this sped the process up earlier than desired. Rep advised:" I originally was concerned about the device as there was a half of a clip that was on the blade which was a result from them cutting thru an area they had just clipped. When they pulled the device out to pull off the part of the clip that was stuck to the blade I told them that we needed to get another disposable and the surgeon said they would continue on."

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.